Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was in the emergency room (ER) at flagstaff medical center and was unable to provide the sensor and transmitter information. The patient did not mention how she arrived in the facility or if she was accompanied by someone, but she did mention that she was there for medical procedure. The patient also mentioned she was waiting for an MRI to check for possible diabetic ketoacidosis (dka), which she believed may have been triggered due to not being able to use the dexcom sensor. The patient was experiencing a major headache at the time of the call but did not mentioned symptoms during sensor error. She stated that no medications had been administered yet, and she was still waiting for the MRI. The patient did not mention if a fingerstick was performed during this event. The duration of her ER stay could not be determined as she was still awaiting diagnostic procedures at the time. A follow-up call was attempted on (B)(6) 2025, but the patient could not be reached. Another attempt was made on (B)(6) 2025, but the patient hung up during the call. An email was sent by technical support to try gathering more information from the patient but were unable to get ahold of them. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.